Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 586 mg/dl. The customer was treated for high blood glucose with pump and manual injection. The customer was unable to troubleshoot pump due to low battery mode. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer was advised to clean battery cap with dry cotton swab and recommended (B)(6) aaa alkaline battery. The customer was instructed to wait 5 seconds before inserting new battery. The customer was advised that we will ship a replacement battery cap. The customer was advised to revert to backup plan if needed.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. The insulin pump monitored for several days. The insulin pump received with normal operating currents. No unexpected low battery alert noted. The insulin pump passed self-test, off no power test and displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The insulin pump received with cracked case at the display window corner, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.